Manufacturer narrative:
Date of event: please note this date is based off of the articles publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Moens, m., petit, f., goudman, l., de smedt, a., marien, p., ickmans, k., brouns, r. Twiddler's syndrome and neuromodulation-devices: a troubled marriage. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12489. Summary: the occurrence of twiddlers syndrome in subjects with neurostimulator devices is poorly understood and might be influenced by age, sex, bmi, use of medication or psychologic disorders. Reported events: it was reported a (B)(6) female patient who was abdominally implanted with an implantable neurostimulator (ins) for spinal cord stimulation (scs) was diagnosed with twiddlers syndrome. It was noted the patient had a body mass index of (B)(6) and exhibited athetoid movements that were associated with the patients obsessive-compulsive disorder. The articles authors noted that this was a possible alternative to explain the involuntary manipulation or repeated turning of the ins. The patient reportedly experienced the urge to touch and turn the ins. The patient experienced a sudden loss of ins induced paresthesia and recurrence of pain after a period of well-being following implantation of the neuromodulation device. It was stated that the clinical manifestation of twiddlers syndrome involved severe symptoms with a predominant presentation as a sudden onset of severe pain. As a result, the patient underwent surgical revision and replacement of the electrode/extensions which was followed by psychological education and support to avoid recurrence of twiddlers syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.